Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during initial drain, where the home patient had previous ended therapy then started a new therapy with the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported the home patient (hp) had ended therapy previously and started over with the same supplies. The hp was connected to the set up during the initial drain on the home choice (hc) at the time of the call. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.